Event description:
New information indicated that the lead also exhibited noise, low impedance, insulation damage, and a loss of capture and sensing. The patient was reported to be doing great during a post-procedure follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was fractured. The lead was capped and replaced.